Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was resistance and hipot testing which confirmed the lead was electrically continuous and the inner insulation was intact. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.

Event description:
It was reported that during an implant procedure, this helix of this lead was difficult to rotate. Upon being positioned, high impedances of greater than 1500 ohms were noted. The physician elected to remove and replace the lead prior to pocket closure. No adverse patient effects were reported.